Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the ipg was not holding a charge and was not connecting to the remote. The patient underwent an ipg replacement procedure and the explanted ipg was discarded by the medical facility and will not be returned.